Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s during basal delivery. Another cartridge was loaded and the alarm did not reoccur. The impact to the customer's blood glucose level was not known.